Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Approximately 5.5 months post index procedure, the patient was rehospitalized due to myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. Six and half months post index procedure, the patient was re-hospitalized. CABG of target vessel was performed due to restenosis. The investigator indicated that the reported mi was possibly related to the study device and the reported CABG was probably related to study device. .

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
(B)(4)